Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. Gu examination found erosion to the vagina and local estrogens were used for the initial treatment. The patient was referred to the different hospital on (B)(6) 2014 due to pain in pelvic floor, vagina and bladder. The patient was treated with local estrogen therapy initially, but on (B)(6) 2015, a piece of mesh was removed.